Manufacturer narrative:
A patient experiencing pain/discomfort at the ipg site was reported to abbott. The patient¿s ipg was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg has flipped in the pocket and it is causing discomfort. As a result, surgery intervention is pending to address the issue.

Event description:
Additional information indicated that a surgical intervention occurred on (B)(6) 2021 wherein the ipg was anchored in place to resolve the issue.

Manufacturer narrative:
B3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.